Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned to bsc for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. The 99% stenosed target lesion was in the calcified and moderately tortuous anterior tibial artery (ata). A sterling es otw 2mm x 40mm x 144cm balloon catheter was selected and advanced to treat the target lesion. During the 1st inflation attempt, the balloon ruptured at an unknown atm. The procedure was completed with a different device. There were no patient complications reported with the patient's current condition listed as "good".